Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore; the customer's report was verified and attributed to the smart pneumatic module board. The smart pneumatic module board will be replaced once approved by the customer. Analysis of reports of this type has not identified an increase in trend.